Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and could not be recovered. The user attempted to reboot the device, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in the incident, it was determined that the drawer had failed. The field service engineer (fse) found that the full height drawer was not working. The latch issue was fixed, and the drawer was tested and confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.